Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously low sodium (na) results generated by the unicel dxc 600 pro synchron chemistry analyzer. The false low results were reported outside of the laboratory. The samples were repeated on an alternate instrument and the results were amended. The chloride (cl) results were also low but none of the results were amended. There was no affect to patient treatment as a result of this event.

Manufacturer narrative:
Qc prior to and after the event was within the lab's established ranges. A field service engineer (fse) was on-site and per fse, visual inspection showed probable contamination. Fse collected cultures using established protocol and performed full ise decontamination with sodium hypochlorite according to established procedures. Calibration and performance verification then performed, met stated limits. Fse educated the customer on proper ise reagent changing and chloride electrode and port monthly cleaning procedures.